Manufacturer narrative:
On 5/8/2020, the following additional information was obtained: an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator, right (mtmr) to address the reported 23031 errors. The system was tested and verified as ready for use. On 5/19/2020, isi received the master tool manipulator (mtm) and failure analysis (fa) was unable reproduce the reported issue. However, the issue was confirmed to have occurred after a review of the field error logs. The mtm was installed on an in-house system and the system powered up normally. The mtm passed in-house testing with no trouble found. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The reported error was confirmed in the system logs during initial troubleshooting and during fa. No image or video was provided for evaluation. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to this robotic procedure being converted to an open surgery. Although there was no reported harm to the patient, if the malfunction were to recur, it could potentially cause or contributed to an adverse event.

Event description:
It was reported during a da vinci-assisted pancreatectomy procedure the system encountered an error 23031 on the right master tool manipulator (mtmr). Technical support reviewed the logs and found that the error (23031) pointed to the mtm buttons saturated on mtmr. The surgeon still had control of the mtmr, but was not able to adjust the mtm to relocate the finger clutch button. Technical support explained the surgeon could utilize the clutch foot pedal to relocate the masters or power cycle the system. However, the surgeon did not want to power cycle the system at the time and proceeded with the case. An intuitive surgical, inc. (Isi) representative reported that the surgeon converted the case to open surgery and the operating room (or) manager requested a field service engineer (fse) check the system before they use the system again. Isi completed follow-up with the robotics coordinator and additional information was obtained about the complaint. The robotics coordinator was unable to provide details on how the patient tolerated the open surgery. There was no reported patient injury identified and it was unknown if the patient has returned to the hospital due to experiencing any post-surgical complications.